Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements. The lead was noted to have dislodged. Surgical intervention was undertaken. The lead was explanted and replaced. The lead is not expected to be returned.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements. The lead was noted to have dislodged. Surgical intervention was undertaken. The lead was explanted and replaced. The lead is not expected to be returned. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements. The lead was noted to have dislodged. Surgical intervention was undertaken. The lead was explanted and replaced. The lead is not expected to be returned. The product has been received for analysis. This report will be updated upon completion of analysis.